Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor failed to alarm and the pressure could not be calibrated. The user used the cardioplegia monitor as the arterial pressure monitor and performed the case. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.